Event description:
The customer reported fluid leaked from the manual probe during cleaning, involving coulter hmx with autoloader. The customer had on personal protective equipment (ppe), gloves and a laboratory coat. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered the primary needle, a customer replaceable part, was leaking. The fse replaced the primary needle with the customer's spare stock and successfully verified repair with rinse and drain. The unit conformed to the manufacturer's published performance specifications. The customer has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4).